Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 08-dec-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that during replacement surgery the physician struggled to get the lead tails out of the old battery. After several minutes they got them out and then struggled to get them into the new battery. The physician could not get the tails seated all the way into the new battery as they did not want to damage them. A connectivity check showed the contacts 6, 7, 14, 15 were not connected. An impedance check found that with reference 0 contacts 3, 4, 10 and 15 were above 40000 and contact 12 was at 38790 in the operating room. The indication for use was non-malignant pain. No patient symptoms reported.